Event description:
It was reported that multiple malfunction alarms occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.